Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during the fill tubing process. The no delivery alarm began to occur two weeks ago. The blood glucose reading was between 250 mg/dl and 270 mg/dl. Troubleshooting was conducted on the insulin pump. It was stated that changing the reservoir resolved issue and was able to get through the priming process. The customer will be sent replacements for the sets and reservoirs.